Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated in the morning her cgm was 260 mg/dl; however, her bg was 120 mg/dl. While she was getting her haircut at (B)(6)pm, she passed out, emergency medical services (ems) was called, and she was treated with glucose gel and candy. The patient was not transported to the hospital. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.